Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer complaint of no image was confirmed due to corroded terminals in the scope connector. Additionally, during the evaluation a b30 scope communication error was observed also due to corroded terminals in the scope connector. However, the reproduction of the ¿front connector is immersed in water¿ event has not been confirmed. The root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had no image and front connector flooded. There were no reports of patient harm.